Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, visibility/palpability, cancer breast-ndr, lump/nodule-ndr.

Event description:
Patient reported, a left side "reoccurrence of breast cancer. Nodule on skin, bilateral implants cutting into skin, fluid development, and cancer prior to primary augmentation surgery". The events of "reoccurrence of breast cancer" and "nodule on skin" are not device related. Device has been explanted and replaced with non-allergan device.